Event description:
It was reported that the patient had a surgical procedure to remove the cylinder and reservoir of an inflatable penile prosthesis (ipp) due to the pump not being able to be used. The cylinder was inflated and a deactivation kit was used to make the device a tactra device. The patient is expected to fully recover following the procedure.